Event description:
A manufacturer representative was made aware that patient had a previous scs system removed and replaced with a competitor system. Reason for replacement is unknown, and date of replacement is also unknown.